Event description:
The IV pump was set to run at 50 cc/hour for a 100 cc bag of leukovorin and infusion was complete in 1 hour.

Event description:
The IV pump was set to run at 50 cc/hour for a 100 cc bag of leucovorin and infusion was complete in 1 hour.